Manufacturer narrative:
Product family: dbs-ipg-pc. Upn: m365db14160. Model: db-1416. Serial: (B)(6). Batch: 207645.

Event description:
It was reported that this deep brain stimulation (dbs) system was replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.

Event description:
It was reported that this deep brain stimulation (dbs) patient was replaced due to received elective replacement indicator. The patient is doing well post operatively and the device will not be returned due to hospital policy.

Manufacturer narrative:
Supplemental submitted to include additional information received from boston scientific sales representative that changed fields b5 and h6. Product family: dbs-ipg-pc: upn: m365db14160 model: db-1416 serial: (B)(6) batch: (B)(6).